Manufacturer narrative:
Only the cartridge with the torn trailing haptic was returned. Visual inspection confirmed that the trailing haptic was still in the rear part of the cartridge. The lal was not returned. No further evaluation can be performed. Section h6 codes were updated accordingly. . Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that after delivery of a light adjustable lens+ (lal+, sn (B)(6), +22.0d) into a patient's eye during primary cataract surgery, it was noted that the trailing haptic was broken. The lal+ was explanted but the posterior capsule was broken during the procedure. A vitrectomy was performed and a new lal+ was successfully implanted in the sulcus. Rxsight's first awareness of this event was on 07/10/2024.